Event description:
Unfortunately, I do not have more information about this event. It happened two times on two different patients. The j loops filled with air while attempting to draw labs. They were both covered in blood and discarded.

Event description:
Unfortunately, I do not have more information about this event. It happened two times on two different patients. The j loops filled with air while attempting to draw labs. They were both covered in blood and discarded.